Manufacturer narrative:
(B)(4). Date sent: 7/12/2022 additional information was requested and the following was obtained: adverse event term: post-op pain updated: relationship to study device value "unlikely" has been changed to "not related"

Manufacturer narrative:
(B)(4). Date sent: 10/4/2023 additional information obtained: adverse event term: post-op pain severity: moderate intervention/treatment: drug therapy relationship to study device: not related upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial ablation the patient experienced post-op pain. The pain was mild and was not a serious event. Drug therapy was given. The relationship with the study device was unlikely. The relationship with the study procedure was causal. The outcome was recovered/resolved.